Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. Additional components potentially involved in the event: common device name: scs lead, model: 3186, UDI:(B)(4) , serial: (B)(4), batch: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostic confirmed high impedance on contact 3-8. As a result, surgical intervention was undertaken wherein a lead revision was completed to address the issue. The investigation did not determine which lead recorded high impedances.